Event description:
During routine testing of the device, the user reported when they installed the gas b bottle for calibration, the gas bottle leaked continuously for 24 hours when the bottle became empty. The same results occurred when a new replacement bottle was used. The user reported "insufficient gas pressure for gas b" error message appeared on the cdi monitor. Since the event occurred during routine testing, there was no patient involvement.